Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument was being used to clip the cystic duct. The surgeon felt that the firing knob was broken and heard a noise in the handle part, then the device could not be fired completely.